Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es patient result (patient result = 0.486 ng/ml while using the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tropi es result was questioned by the clinician. The customer later repeated the affected patient sample (repeat patient result < 0.012 ng/ml), which the physician considered to be the correct result. There was no report of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained. The sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The investigation could not determine a definitive root cause. However, improper pre-analytical sample processing cannot be ruled out as a contributing factor. There was no evidence that the vitros eci analyzer or vitros trop I es reagent had malfunctioned.